Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with a bg level of 400 mg/dl and trace ketone levels; cause was due to insulin drips were not observed to be exiting the infusion set tubing during the load fill process and customer receiving "insufficient insulin" error message on pump while filling cartridge. Healthcare provider identified the ketone level as dangerous. Customer performed a supply change to resolve the issue. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.